Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling.

Event description:
During ablation of the right superior pulmonary vein (rspv) a decrease in compound muscle action potential (cmap) amplitude and loss of diaphragmatic capture were observed. The ablation procedure was immediately stopped and diaphragmatic capture was observed again. After the posterior walls of the rspv and right inferior pulmonary vein (ripv) were ablated using the heartlight system, rf ablation was performed for touch-up. When the patient was checked at the end of the procedure, the right side of the diaphragm was not moving on fluoroscopy while diaphragmatic capture was confirmed upon pacing.